Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain left pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, marsupialization of bartholin's abscess, causalgia, pruritus, seasonal allergy, allergic rhinitis due to pollen, redness facial, weight loss, hunger abnormal, diarrhea, chills, abdominal pain, bacterial vaginosis, ovarian cystectomy and root canal procedure. Previously administered products included for an unreported indication: iud. Concurrent conditions included intervertebral disc displacement since (B)(6) 2018, sleep disorder due to general medical condition, insomnia type since (B)(6) 2018, chronic pain since (B)(6) 2018, acute cystitis since (B)(6) 2018, hematuria since (B)(6) 2018, anxiety disorder since (B)(6) 2017, post-traumatic stress disorder since (B)(6) 2015, major depression since (B)(6) 2015, gastroenteritis since (B)(6) 2014, muscle weakness since (B)(6) 2013, back muscle spasms since (B)(6) 2013, cervicalgia since (B)(6) 2013, bacterial vaginosis since (B)(6) 2013, peripheral neuropathy since (B)(6) 2013, upper back pain since (B)(6) 2013, pain in thigh since (B)(6) 2013, overweight, soft tissue inflammation, muscle stiffness, muscle spasm, low back pain, numbness in feet, spinal manipulation, lumbar disc degeneration, lumbar radiculopathy, sensory disturbance, intervertebral disc protrusion, eustachian tube dysfunction, plantar fasciitis, myopia, stomach pain, nausea, anxiety, mood disorder, depressed mood, jaw pain, vaginal irritation, genital ulceration, acute vaginitis, nabothian cyst, dyspareunia, acute blood loss anemia, bartholin's cyst removal, adenomyosis uteri, musculoskeletal pain, myalgia, abscess of bartholin's gland, marsupialization of bartholin's abscess, post coital bleeding and granulation tissue. Concomitant products included bupropion hydrochloride (bupropion hcl), cetirizine hydrochloride, codeine phosphate;paracetamol (tylenol with codeine no.3), diclofenac sodium;misoprostol (diclofenac sodium & misoprostol), fexofenadine hydrochloride (fexofenadine hcl), ibuprofen (motrin), medroxyprogesterone acetate (depo-provera), montelukast sodium, oxcarbazepine and sumatriptan succinate. In 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue and alopecia had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache and dyspareunia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted essure removal date as per pfs (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Both tubes occluded. Fallopian tubes obstructed bilaterally by essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received ¿ case becomes valid with incident. New events pain left pelvic, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), fatigue, dyspareunia (painful sexual intercourse) and hair loss were added. Patient information date of birth, height, weight and race were added. Product information indication and essure removal date were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication (bupropion hcl, sumatriptan succinate, cetirizine hydrochloride, oxcarbazepine, diclofenac sodium & misoprostol, fexofenadine hcl, montelukast sodium, motrin [ibuprofen], tylenol with codeine no.3 and depo-provera)were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.